Event description:
Procedure: open gastric bypass. Reportedly, the surgeon fired across stomach and the jaws would not open. The instrument had to be cut off tissue. Patient status unknown at this time.